Manufacturer narrative:
It was reported that the patient underwent skin revision surgery to remove excess granulation tissue, the patient was also placed on oral and topical antibiotics following infections at abutment site. This report is submitted on 21 november, 2019.

Manufacturer narrative:
Additional information has been requested; however, not made available as of the date of this report. This report is submitted on september 20, 2019.

Event description:
Per the clinic, it was reported that the patient experienced recurrent infections at the implant site.